Event description:
The patient reportedly has an electode array that appears to have migrated into their middle ear. In 2004, the patient was seen by a company representative for evaluation. Testing performed confirmed that the patient's c1 device was functional. Surgery to reposition the electrode array was scheduled.